Manufacturer narrative:
H.6. Investigation: one hundred (100) samples were provided by the customer for investigation in unopened blister packs. Twenty (20) returned samples were selected at random and were visually examined for clogs. It was observed that none of the twenty (20) samples were clogged as light was able to pass through the samples. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the investigation conclusion bd was not able to confirm the condition reported by the customer as the twenty (20) returned samples were found to not be clogged as light was able to pass through the samples. H3 other text : see h.10.

Event description:
It was reported that bd precisionglide¿ needles are clogged. This was discovered during use. The following information was provided by the initial reporter: needles 13x0,30 with defect. The needles are clogged. Info add .: infused that they are evidencing the deviation in several needles. The drug used is glucose, however, they use the needle for this purpose for a long time. Reports that sometimes due to clogging, the vein is lost and bruising, unable to continue the procedure. Material used in the treatment of varicose veins. Without damage.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ needles are clogged. This was discovered during use. The following information was provided by the initial reporter: needles 13 x 0,30 with defect. The needles are clogged. Info add .: infused that they are evidencing the deviation in several needles. The drug used is glucose, however, they use the needle for this purpose for a long time. Reports that sometimes due to clogging, the vein is lost and bruising, unable to continue the procedure. Material used in the treatment of varicose veins. Without damage.